Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2024 and product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 04-jun-2021, and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal baclofen 2,000.0 mcg/ml at 361.9 mcg/day via an implantable pump for unknown indications for use. It was reported that the hcp stated that the patient was having withdrawal-like symptoms in (B)(6) 2024. The rep stated that the symptoms seemingly resolved after a couple weeks, but the hcp wanted to do a dye study and subsequent pump replacement and catheter revision. It was unknown if any environmental/patient/external factors that had led or contributed to the issue. The hcp performed a dye study and aspirated the catheter. The dye study was inconclusive, but the catheter aspiration seemed "slower than normal". There was also some shearing on the pump segment of the catheter which led to the revision of the catheter. The patient pump was replaced. The patient's pump segment and part of the spinal segment of the existing 8780 catheter was replaced with an 8784. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the pump was replaced because the hcp wanted to rule out possible issues with the pump as the patient was having therapy issues "withdrawal-like symptoms" a couple months prior to the actual procedure. The rep stated that this had not been confirmed with the account as the account was out of their territory and the rep was covering this case.